Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel is losing its consistency. This occurred on 10 occasions during use. The following information was provided by the initial reporter: the gel of the tube sst and pst seems to lose its consistence, biology parameters are not correct. The disturbances of the analyses also continue with the gel-free tubes. The biologist tells me today that he has visited the dialysis department. He seems to have a problem with sampling in dialysis. He must contact again on monday.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. The customer has responded to our inquiry regarding the nature of the collection regarding these dialysis samples referred to in this complaint. They have acknowledged that the specimens collected in closer proximity to the dialysis instrumentation are more problematic in terms of sample quality than the ones collected closer to the patient. Unfortunately, due to the nature of these specimens and the amount of anticoagulant and dialysate present-the specimen quality can be marginal even under the most careful of collection processes. In addition, the trauma to the patient for any additional phlebotomy, is not desirable although a ¿clean specimen¿ is the ultimate goal. Adhering to the recommended specimen handling and processing steps in our instructions for use will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel is losing its consistency. This occurred on 10 occasions during use. The following information was provided by the initial reporter: the gel of the tube sst and pst seems to lose its consistence, biology parameters are not correct. The disturbances of the analyses also continue with the gel-free tubes. The biologist tells me today that he has visited the dialysis department. He seems to have a problem with sampling in dialysis. He must contact again on monday.